Manufacturer narrative:
On (B)(6) 2026, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on an initial escalation analysis a sensor replacement was approved, and the device was requested for further investigation. The returned sensor underwent visual inspection, which showed that a portion of the hydrogel was missing from the long end of the sensor. This condition is most likely the result of damage during explant due to removal handling and was determined to be unrelated to the user's reported concern. Adequate hydrogel coverage over the optical area remained, and functional testing was not impacted. In-house testing showed no malfunction. A review of the sensor in vivo data indicated optical instability across all four channels. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. A sensor replacement was offered to the user, however, the user declined re-insertion.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.